Event description:
A report was received that the patient's ipg site was uncomfortable. The patient was given a prescription to help the pocket pain. It was noted that the pain was different when the stimulation was on or off. No further course of action.